Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up the pulse generator could not be fully interrogated, it was intermittent. The clinician used two different programmer wands without success. No additional information was been reported. The device remained implanted.